Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away on (B)(6) 2025. They were made comfort care on (B)(6) 2025 after ventricular fibrillation (vf/vfib) continuously with more than 55 shocks without success to sustain sinus rhythm. It was noted that the patient had a history of atrial fibrillation pre-left ventricular assist device (lvad) implant and had an implantable cardioverter defibrillator (ICD) implanted prior to lvad as well. The arrythmia and death was not thought to have been device related and the device operated as expected.